Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file captured a backup battery fault alarm correlating to a load test condition on 15sep2025. At this time, the loaded voltage was under the acceptable voltage threshold as compared to the unloaded voltage, triggering the alarm. The alarm remained active throughout the remainder of the data, and the pump operated as intended throughout the data. The system controller (serial number (B)(6)) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. Review of the device history record for the system controller, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had emergency backup battery (ebb) faults indicating "contact hospital." Despite the ebb being reseated multiple times, and then replaced, the alarms continued. Log files captured ebb faults beginning on 15sep 2025 due to the ebb failing the load test. A controller exchange was being considered and planned for (B)(6) 2025 once the patient was medically stable.

Manufacturer narrative:
Section a: patient weight not yet available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.